Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump calculated 7 units to treat for high blood glucose of 359 mg/dl. Customer captured the event under insulin marker. Blood glucose was 327 mg/dl and she thinks it should be lower. Customer stated the insulin delivered from the device will usually pool when delivered. Customer stated she changed her infusion set and the cannula was bent. Customer reported the capture event did not show active insulin. Customer was advised it would not show as active insulin. Customer stated her blood glucose started dropping during the call. No further information reported.